Event description:
It was reported that the patient presented with a leadless pacemaker (lp) implant. At the initial target location, the lp exhibited high pacing impedance and a high capture threshold. Repositioning was decided, and when the protective sleeve was advanced, the helix of the lp was noted to be extended. The new lp was used, and the implant was completed successfully. The patient was stable.

Manufacturer narrative:
The reported event of extended helix was confirmed. The reported event of inadequate capture and high pacing impedance was not confirmed. Visual inspection noted the helix was stretched out of specification consistent with having occurred during implant procedure. Further analysis performed found no anomalies contributing to reported event of capturing or impedance problem.